Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer reported that his blood glucose result was greater than 600 mg/dl while wearing a pod. He stated that while delivering a bolus, he noticed insulin leaking at the infusion site. He removed the pod and said that the cannula was kinked. He had been wearing the pod for 6 hours when this occurred. He stated that he uses a continuous glucose monitor and did not have further details on his blood glucose history on the occurrence date but said it happened 3 weeks ago.